Event description:
It was the handheld device was frequently freezing while performing interrogations. Hard resets did not resolve the issue. The suspect handheld device has not been returned to date.

Manufacturer narrative:
Suspect medical device model #, corrected data: the initial report inadvertently did not report this data.

Event description:
It was reported that the event first occurred on (B)(6) 2014. The physician elected to keep the handheld at this time.